Manufacturer narrative:
Melting of the housing occurred and was limited to adjacent to the hour counter per an obtained image. No further details are available surrounding the event. The manufacturer continues to request information.

Event description:
The unit allegedly caught fire.